Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain and chronic low back pain. The pump was used to deliver unknown morphine. It was reported that the patient's pump had "been a disaster". Per the patient, it had caused 3 surgeries. The patient had gone through 3 different withdrawals. The patient had their pump refilled on friday afternoon at noon and, by the time they went to bed, they started to feel withdrawal symptoms. The patient's healthcare provider (hcp) did diagnostic checks about 3-4 weeks prior to this report and everything checked out fine. The hcp suggested that the patient contact the implanter for next steps. Patient services suggested that the patient contact his hcp to have the pump checked diagnostically. Additional information received indicated that the hcp no longer had access to medical records prior to (B)(6) 2024. A revision surgery was reported. The hcp had not seen the patient in 12 months and had no information on his recent episode.